Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was not receiving glucose readings from a freestyle libre 3 plus sensor that had been started in the libre app, and the sensor was identified as in use by another device when attempting to use it with the ilet app. No adverse clinical symptoms reported. Outcomes included troubleshooting and education provided. User support included technical troubleshooting, app and sensor reconfiguration, and referral to the sensor manufacturer¿s support. Investigation of this case revealed that the sensor was paired to a different application, preventing data transmission to the ilet system, and a new sensor was applied through the ilet app to restore function. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device setup and pairing workflow.